Event description:
It was reported that right ventricular (rv) lead pace impedance had a low, out-of-range value of less than 200 ohms. The device and leads remain in service. No adverse patient effects were reported.